Manufacturer narrative:
The device was returned to zoll japan for evaluation. The customer's report was observed and attributed to depleted batteries. The replacement battery was ordered to resolve the report. The device was recertified and returned to the customer. Review of the device logs showed that the device was powered on frequently to perform manual battery tests. This will deplete the batteries. Zoll recommends performing a daily visual inspection of the ready for use indicator and allowing the device to perform its scheduled weekly and monthly tests. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.